Event description:
The customer contacted baxter's service center regarding therapy assistance which occurred on the homechoice (hc) during initial drain; the patient was not connected. The patient stated that he was trying to reprime the lines, and then had pressed go to initiate therapy without being connected. The technical service representative (tsr) explained that he would need to setup with new supplies. The home patient (hp) then stated that the frangibles were not broken, so he was going to use the same bags. The tsr explained that the supplies must be replaced and that the hc had completed prime (incomplete prime resolved), so some of the bags must have been open. The hp stated that he did not believe what the tsr was saying and that he did not see how attaching the same bags or using the same setup was an issue. The tsr again explained how the cassettes were made in a sterile environment, and that because the hc had gone into initial drain without the hp connected (drain volume was 7ml), outside air had been pulled into the line and the setup was no longer sterile. The hp stated that he was going to use the same supplies as he did not believe what the tsr had said. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(4) 2012. The patient had not reported the incident, and she would follow-up with him. Therapy since has been going well, and no adverse effects were reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A batch review could not be performed as the lot number was unknown.